Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) regarding an implantable intrathecal pump intended to deliver hydromorphone, ¿sufenta¿ [sufentanil], clonidine, and bupivacaine. It was noted that the doctor did not have the drug concentrations or doses readily available at the time of the call. The indication for use was non-malignant pain. It was reported that during a pump replacement on (B)(6) 2017, a manufacturer's representative brought a new affected pump to the case which had a pending alarm, and the hcp stated that the replacement pump should have never been brought to the case in the first place. There were no other issues at the time of the new pump placement. It was reported that the issue was not noted at the time of patient discharge, but the patient began hearing the pump alarm. It was stated that it took "several days or weeks" to track down the issue. Per the hcp, there were no withdrawal issues. The patient was going to be seen at the clinic for a pump refill, but had not told the clinic of the alarm issue. The patient then came in on (B)(6) 2017. The event logs confirmed that a motor stall had occurred on (B)(6) 2017, followed by a motor stall recovery on (B)(6) 2017. It was stated that the pump continued to alarm and the hcp did not know how to silence that pending alarm. No patient symptoms or complications were reported as a result of this event. The hcp stated that he would most likely call back when the patient arrived at the clinic for assistance in silencing the current active pump alarm. Technical services reviewed pertinent info related to the caller's inquiries, including how to silence the occurrence of an audible pump alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep became aware of the pending alarm on 2017-jul-14. It was noted the nurse had reported it to the manufacturer and she was going to read the pump and get back to the rep. The rep did not know about an alarm or motor stall at the time of implant. No troubleshooting was performed as the rep was unaware there was an issue. A nurse was going to see the patient and identify what happened and silence the alarm. It was unknown if the event was resolved.